Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, perforated and tilted. The device and detached struct was removed via an open abdominal procedure after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, six years and eight months of post deployment, computed tomography scan of abdomen and pelvis was performed which showed there was an infrarenal inferior vena cava filter in place. The caval filter was tilted with multiple arms perforating the caval wall into the retroperitoneal soft tissues. Several of the arms are intimately associated with the abdominal aorta and several penetrate posteriorly near the lumbar vertebral body. There was also penetration anteriorly into the mesenteric fat. On the next day, inferior vena cavogram was attempted for inferior vena cava filter removal which showed through the right internal jugular vein approach and a straight angiographic catheter, 5 french, was passed through the right atrium into the inferior vena cava and below the bard filter. An inferior venacavogram was performed which revealed a patent and normal appearing inferior vena cava with a tilted bard filter in place. One of the rods appears broken. The bard retrieval capsule was then placed instead of the 5 french catheter and attempts made to grab onto the filter. The filter could not be engaged. Multiple attempts were made with the wire loops to grab the filter. The filter was pulled on but could not be released from the cava wall, but the top of the filter was embedded in the cava. As it was obvious that the filter could not be removed safely the procedure was then terminated. The introducer sheath was then removed, and hemostasis obtained. There were no complications. The patient tolerated the procedure well. Around, one month and fifteen days later, inferior vena cavogram was performed for inferior vena cava filter removal which showed the inferior vena cava filter was tilted. The filter apex appears embedded within the inferior vena cava wall and appears partially extraluminal. There are multiple filter struts which appear to have penetrated the inferior vena cava wall. An ensnare device was advanced through the sheath alongside the catheter and the guidewire was pulled through the vascular sheath. Multiple exams were made to apex into the vascular sheath, without success. Attention was given to forceps retrieval. A 45 cm cystoscopic forceps was advanced through the vascular sheath. Multiple attempts were made loosen the filter apex from the venous wall, without success. Around, three months twenty-five days later, open removal of inferior vena cava filter was performed for inferior vena cava filter which was placed in the more distant past that was tilted and legs are poking through the inferior vena cava in the direction of her aorta and possible viscera which showed the filter was visualized within the cava. Proximal and distal control around the filter was obtained, all in an infrarenal position. The cava was then dissected circumferentially, ligating and suture ligating branches with 5-0 prolene sutures. Three legs were found to be protruding from the wall of the cava medially. Each leg was grasped and cut with a wire cutter and passed off the field. One hole required suturing to get good hemostasis. The patient was then anticoagulated with heparin. After allowing for adequate circulation time, the inferior venacava was occluded proximally and distally. A short longitudinal cavotomy for a distance of about 15 mm was made over the apex of the filter. This was dissected free with some endothelial ingrowth. The filter was then grasped and each of the remaining legs was removed. There were 11 legs present. A search inside the cava demonstrated another leg that was grasped and removed in its entirety, accounting for all twelve legs of the filter. An x-ray was obtained showing no sign of retained metallic foreign body, save for the surgical clips. The filter was sent for pathological exam. The cavotomy was closed with running 5-0 prolene sutures in a transverse direction. The cavotomy was closed before obtaining the x-ray and prior to reestablishing flow there was some back bleeding and fore bleeding to de-air the inferior vena cava. After establishing flow, hemostasis was assured with gelfoam soaked thrombus. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc), filter limb detachment, and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Possible complications include, but are not limited to, the following: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - perforation or other acute or chronic damage of the ivc wall. - filter tilt. - filter malposition. H10: b5, b6, b7, d4 (expiry date: 03/2009), g3. H11: g1, h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately six years post vena cava filter deployment, a CT scan of the abdomen and pelvis demonstrated a tilted filter with multiple limbs perforating the caval wall into the retroperitoneal soft tissues. The following day a retrieval attempt was made, however, the filter was unable to be retrieved. An inferior venacavogram performed during retrieval attempt demonstrated a patent and normal appearing inferior vena cava (ivc) with a tilted filter in place. One of the limbs appeared to be detached. Approximately six months post later, the patient was admitted for open removal of the filter. The cava was then dissected and three limbs were found to be protruding from the wall of the cava medially. The filter was then grasped and each of the remaining limbs were removed. There were 11 limbs present. A search inside the cava demonstrated another limb that was grasped and removed in its entirety, accounting for all 12 limbs of the filter. Therefore, based on the provided medical records, the investigation can be confirmed for a tilted filter, a detached filter limb, perforation of the ivc, and retrieval difficulties. The filter was likely difficult to remove if the filter was tilted and the apex was embedded in the ivc wall. It is unknown why the filter became tilted and perforated the ivc wall. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - perforation or other acute or chronic damage of the ivc wall. - filter tilt. - filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. ((B)(4)) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received through the litigation process. Approximately six years post vena cava filter deployment, during scheduled filter retrieval; attempts to retrieve the tilted filter with limbs perforating the cava wall were unsuccessful. Six months later, the filter and a detached limb were successfully removed via an open abdominal procedure.